Manufacturer narrative:
Additional information: h3, h6, h11. The device was received for evaluation. During functional testing, the reported issue 'displayed error code 322' was reproduced. A review of the event history log revealed multiple occurrences of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be a failed processor pcb. The processor pcb will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.